Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the front bezel under to resolve the reported issue. The device passed required performance verification tests per philips standards. Previous investigation on similar failure indicates the root cause of the nav-ring failures was determined to be liquid ingress due to the variability of the assembly process causes navigation ring to fail.

Event description:
The customer called into technical support (ts) reporting that the device¿s navigation ring does not function. The customer reported there was no patient involvement at the time the issue was discovered.